Manufacturer narrative:
Plant investigation: a production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The lots passed all release criteria. There was no indication during the review of the batch records of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls, and any other occurrence in production.

Event description:
A dialysis clinic manager from a user facility reported that the dialyzer was leaking from the header during hemodialysis (hd) treatment. Additional information was requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A dialysis clinic manager from a user facility reported that the dialyzer was leaking from the header during hemodialysis (hd) treatment. Additional information was requested.